Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main enhanced full-height drawer 6 had no power at the station. A field service engineer replaced the bus board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed and was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.